Manufacturer narrative:
MDR 1219913-2021-00434 was filed on august 26, 2021. September 3, 2021 - additional information. The customer confirmed that the patient is an infant (7 weeks old). The customer confirmed that the sample type is lithium heparin. Customer will be sending the patient sample to siemens for investigation. Siemens continues to investigate. MDR 1219913-2021-00432 supplemental 1 and MDR 1219913-2021-00433 supplemental 1 were filed for different samples from the same patient.

Manufacturer narrative:
The test results are correlated and interpreted in conjunction with clinical signs and symptoms such characteristics of chest pain and EKG findings which would help stratify initial risk in a patient presenting with suspected ami. Also, this would aid in distinguishing ami versus non-ami causes of elevated troponin, non-ami conditions being conditions such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity. Calibrations and qc were acceptable. The customer performed dilutions on one of the samples. The limitations section of the instructions for use states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human antimouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The clinical performance section of the instructions for use states: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." "The atellica im tnih clinical trial enrolled all patients presenting to the emergency department with symptoms consistent with acs. Some of these patients had an acute or chronic condition other than ami." The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." MDR 1219913-2021-00432 was filed for the samples measured on (B)(6) 2021 and MDR 1219913-2021-00433 was filed for the samples measured on (B)(6) 2021.

Event description:
The customer reported discordant, elevated atellica im high-sensitivity troponin I (tnih) patient results compared to the patient's clinical picture. Elevated results were observed on a total of six samples from the same patient over a period of three days. The atellica im tnih results were reported to the physician who questioned the results. The patient was hospitalized due to the elevated tnih results and a marginal EKG. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated atellica im tnih results.

Manufacturer narrative:
MDR 1219913-2021-00434 was filed on august 26, 2021 and MDR 1219913-2021-00434 supplemental 1 was filed on september 23, 2021. September 29, 2021 - additional information: a us customer observed reproducible elevated atellica im tnih results on 1 patient. Results were inconsistent with clinical findings. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. A new draw sample from the patient was returned to siemens for further investigation. The sample was run neat, treated with protein a, and heterophile binding tube (hbt) and run on vista tnih (which uses the same antibodies as atellica im tnih and prior macrotroponin analysis of patient samples demonstrates similar response with vista loci tnih and the atellica ae tnih assays) along with controls. The results of this testing were for informational purposes only. The neat results on vista tnih reproduced the customers finding of elevated atellica im troponin I dose above the 99th% IFU value. The samples treated with protein a showed a significant decrease in dose. Samples run after hbt treatment did not show a decrease in dose. Controls performed acceptably. The results of protein a treatment are highly suggestive of the presence of macro-troponin I in the patient sample as cause for the elevation in result. Macro-troponin I is present in a subset of the population and all immunoassays are subject to interference by such to varying degrees depending on the troponin I binding sites utilized in the method. Maternal antibodies and autoantibodies circulating in the patient system also cannot be ruled out due to the age of the patient. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions. Patient samples showing persistent troponin I elevation due to macro-troponin I would not exhibit typical delta changes associated with acute myocardial infarction (ami). No product performance issue is observed. The customer is operational. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00432 supplemental 2 and MDR 1219913-2021-00433 supplemental 2 were filed for different samples from the same patient.